Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1655, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The husband of the consumer reported that she suffered from severe pelvic pain and numerous other problems after she was implanted with essure. She also had weight gain, skin problems, hair loss and severe itching. She had to get a hysterectomy to have them removed. After being removed, her problems completely went away. Product technical complaint (ptc) investigation result received on 05-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing severe pelvic pain. She underwent a hysterectomy to remove essure and her symptoms resolved. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion pelvic pain may occur. Given the positive temporal relationship, the nature of this event, and since the pain resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Previously provided codes added to report.